Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient went to increase the stimulation and the patient programmer (pp) batteries were dead. They replaced the batteries and the pp wiped everything; their programs were clean and gone. After connecting, they found it was on program 4 at 2.8 volts (v) and the therapy was on. The patient increased the stimulation to 2.9 v because they weren¿t feeling stimulation and wasn¿t getting relief. These issues occurred on (B)(6) 2018. There were no further complications reported or anticipated.